Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and broken off end cap. The pump was unable to perform basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-tests, unexpected error test due to broken off end cap. The pump passed self-test and all operating currents were normal. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer stated that he tried putting a new reservoir in the pump and was not able to get to the last step. The mentioned that the whole end of the pump was coming out. The customer stated that the location of the damage was the bottom and side of the drive support cap. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.